Event description:
It was reported that bd insyte autog bc burr on needle (investigation finding fm). The following information was provided by the initial reporter: we found a 22ga x 1.00 (381023) with a very large bur on the tip of the needle. Lot 4222724. No patient contact. They noticed it at set up. No impact to patient or user.

Manufacturer narrative:
This MDR is the result of an investigation finding: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one photograph and one unsealed unit of a 22gx1.00in insyte autoguard device from lot number 4222724. Your report of material near the tip of the needle and catheter was confirmed from the photograph that was provided for investigation; however, the material was not present on the returned physical sample. As the material was dislodged from the physical sample, it was likely unintended foreign material. The source and composition of the material could not be identified from the photograph. As the device has been opened, it could not be determined with certainty whether the material was introduced during manufacturing or in the clinical setting. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.